Event description:
During a shoulder procedure a spiralok anchor broke at the suture eyelet after the anchor was set into the bone. Although the surgeon is dissatisfied and does not believe that the patient received appropriate or optimum repair, he concluded the case as is. [Per email correspondence with the rep: the surgeon used 3 fixation devices for the repair, 1 failed and the surgeon did not want to disturb the 2 remaining anchors.]